Manufacturer narrative:
Insulin pump received with an intermittent buttons, due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump had a cracked case at display window corners, display window and battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving a button error alarm on his insulin pump. His blood glucose was 61mg/dl at the time of reporting. The customer was advised to revert to his backup plan. The pump is being returned. No additional information to return.